Event description:
It was reported the bd vacutainer® flashback blood collection needle had poor sleeve function during use. The following information was provided by the initial reporter: the customer noticed : ¿when putting the 2nd tube into the holder, flashback and blood leakage occurred. Customer questioning if there was a crack on the np-needle sleeve or holder.¿

Manufacturer narrative:
H.6. Investigation: bd received a sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for leakage with the incident lot was observed. A crack and hole were observed on the rubber sleeve most likely caused by the needle. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® flashback blood collection needle had poor sleeve function during use. The following information was provided by the initial reporter: the customer noticed : ¿when putting the 2nd tube into the holder, flashback and blood leakage occurred. Customer questioning if there was a crack on the np-needle sleeve or holder.¿